Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('coil was removed in tact and the other only says removed') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('coil was removed in tact and the other only says removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and hysterectomy ("planned hysterectomy") and experienced bacterial vaginosis ("bv") and alopecia ("hair loss"). The patient was treated with coconut oil, lavender oil and tea tree oil. And surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal, hysterectomy and bacterial vaginosis outcome was unknown. The reporter considered alopecia, bacterial vaginosis, hysterectomy and medical device removal to be related to essure. The reporter commented: patient cut back on chemical from house hold cleaning, toothpaste to her shampoo. It helped her to lose less hair and still had essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: follow up 4&5 processed together -information received via social media: added the new events of hair loss. Reporter information added. On (B)(6) 2020: follow up 4&5 processed together -information received via social media: added the new events of hair loss. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('coil was removed in tact and the other only says removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and hysterectomy ("planned hysterectomy") and experienced bacterial vaginosis ("bv"), alopecia ("hair loss") and pelvic pain ("endured the pain"). The patient was treated with coconut oil, lavender oil and tea tree oil. And surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal, hysterectomy and bacterial vaginosis outcome was unknown. The reporter considered alopecia, bacterial vaginosis, hysterectomy, medical device removal and pelvic pain to be related to essure. The reporter commented: patient cut back on chemical from house hold cleaning, toothpaste to her shampoo. It helped her to lose less hair and still had essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media case: new event endured the pain was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('coil was removed in tact and the other only says removed') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media- medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.